Event description:
Unable to walk [abasia]. Limited mobility [mobility decreased]. Unable to move; straighten right knee [joint range of motion decreased]. At the time of the injection right knee pain was so intense [injection site pain]. Swelling of right leg [oedema peripheral]. Ankle swelling [joint swelling]. Knee pain [arthralgia]. Deep vein thrombosis right leg [deep vein thrombosis]. Case description: regulatory-spontaneous report was received on (B)(6) 2011 from a consumer regarding a female pt, (B)(6). The pt's medical history was not provided. On an unk date, the pt initiated synvisc-one, 6 ml in both knees. She stated that at the time of the synvisc-one injection in her right knee, the pain was so intense that she wanted to scream and that the pain was great in both knees. After both injection, she was unable to more the right knee or walk for 20-25 minutes. She sat on the table in the examining room until she could straighten out the right knee and walk out of the orthopedist's office. After the injection, her right leg and ankle began to swell. On an unspecified date after a visit to the orthopedist to examine the swelling, she went to radiology to have a sonogram on the right leg and ankle. The conclusion was that she had a blood clot/dvt (deep vein thrombosis) in the right leg which led to her being hospitalized. Due to the seriousness of the dvt, she was unable to work for weeks and had home health visits. She was prescribed coumadin (warfarin sodium) with lovenox (enoxaparin sodium) injections and limited mobility to aid in the healing process. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically preented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.